Event description:
The customer confirmed the reported event (video cutting in and out) occurred during preparation for use. The procedure was completed using a similar device and there was no delay to the procedure. There was no patient involved in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e2 and g2. The information included in b5 was inadvertently omitted from the initial medwatch report. Additionally, the information included in e2 and g2 was inadvertently entered to the initial medwatch report incorrectly. Please see updates to b5, e2, e3, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image occurred due to worn-out latches on the video connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to a worn out video connector latch. It was also noted that the software was outdated and recommended to be updated to version 4.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis exera iii video system center video kept cutting in and out. There was no patient involved in the event.